Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from hf include obesity, advanced age, and a history of smoking. In this case, the aortic valve appeared to be thickened with reduced movement and aortic regurgitation two years post valve implant. The patient expired three years and 10 months post valve implant from heart failure and valve stenosis. The exact cause of the valve stenosis cannot be confirmed, but may be related to the progression of pre-existing disease processes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards (B)(4) affiliate, the patient expired three years and 10 months post implant of a 26mm sapien xt valve. The cause of death was confirmed to be heart failure and aortic stenosis. An echocardiogram performed two years post valve implant indicated a thickened aortic valve with reduced movement. Aortic regurgitation was also reported. No information concerning actions taken was provided.